Event description:
Caller reported a cartridge alarm 30 issue. Blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact to the customer¿s blood glucose level. Customer experienced cartridge alarms with consecutive cartridges, and technical support confirmed the issue, leading to the decision to replace the pump. Customer will continue to use current pump for insulin delivery until new pump arrives.